Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of not recognizing the door, which was reproduced as a door not fully latched alarm. The reported symptom was found to be caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.